Manufacturer narrative:
The device was received with a critical pump error and pump error 35 found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. We were unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. No blank display anomalies were noted. The device was received with cracked case on the back at the battery tube area and battery tube threads. The device was received with cracked keypad overlay at select button. The device was received with minor scratched display window, case and keypad overlay. The device was received with fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was assisted with blank display troubleshooting. The customer's blood glucose level was 259mg/dl at the time of the incident. The customer stated that they were calling back after receiving a new battery cap. Troubleshooting did not resolve the issue and display did not return. Troubleshooting for bumped/dropped/cosmetic damage when customer mentioned that they have dropped the insulin pump. Self-test and troubleshooting could not be performed further due to the blank display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.